Event description:
It was reported that during the implant procedure this right atrial (ra) lead exhibited high out of range pacing impedances, measuring greater than 2000 ohms when connected to the pacemaker. All other measurements were within normal limits. The physician elected not to reposition the ra lead and the implant produce was successfully completed. During the post-operative check it was noted the ra lead impedances had decreased to approximately 1850 ohms, and the physician would continue to monitor this patient/system. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.